Event description:
A surgeon reported that a patient experiencing impaired near vision following intraocular lens (iol) implant surgery. The surgeon stated she had difficulty removing the capsule fibrosis and left a small amount which was near the center ring of the iol. The surgeon reported that she was going to refer the patient to a retinal specialist for consultation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2009, 04/09/2009, 04/10/2009, 04/23/2009, and 04/24/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 04/09/2009. This report was mailed to FDA on: 05/08/2009.